Event description:
Blood was noted inside the tubing. Iab was removed and replaced. Blood was noted in the second iab which was removed surgically due to a clot in iab membrane. Only one iab will be returned. Second is being held by hospital.